Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pod5 pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pet lock was broken and the pusher assembly was fractured near the proximal end. A broken pet lock is an indication that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the coil. The fracture was likely a result of attempting to manually detach the pod5, as was reported in the complaint. Tortuosity in patient anatomy may have prevented the embolization coil from detaching. Tortuosity along the majority length of the pusher assembly can cause a build-up of friction between the pull wire and the inner pusher tube, overcoming the force that a handle is able to apply. The handle and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00840.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod5's and a ruby coil detachment handle (handle). It was reported that the patient's anatomy was tortuous. During the procedure, the physician deployed a pod5 into the target vessel using a non-penumbra microcatheter and then attempted to detach the coil using the handle but was unable to do so. The physician then attempted to manually detach the pod5 but was unsuccessful. Therefore, the pod5 was removed and the procedure was completed using a new pod5 and adjunctive glue. There was no report of an adverse effect to the patient.